Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter perforated the small bowel and the patient experienced abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After four days post filter deployment, computed tomography of abdomen and pelvis with and without contrast was performed which showed inferior vena cava filter. After one year and seven months, x-ray of spine lumbar view was performed which showed inferior vena cava filter, right-sided with superior most portion at the level of the l1 vertebra. After one month, the review of medical records and imaging files was performed which revealed scans of computed tomography of abdomen and pelvis without and with intravenous contrast and the findings show that through the vein approach, a bard denali retrievable inferior vena cava filter was deployed in the infra renal inferior vena cava at the l2 level. The filter was centered within the inferior vena cava. No clinically significant tilt. All six primary struts (legs) tent the wall of the inferior vena cava, with early perforation suspected anteriorly (12 o' clock) and produces direct impingement on overlying small bowel. No strut fractures or missing components are identified. No caval thrombosis, wall thickening or clot within the filter. After one year, computed tomography of abdomen without contrast was performed which showed there was an inferior vena cava filter at or just immediately below the level of the renal veins. No evidence of abnormal filter tilt. No evidence of significant filter strut perforation. No evidence of fracture or bent struts. No evidence of inferior vena cava stenosis. No evidence of retroperitoneal mass or adenopathy. Therefore, the investigation is confirmed for the alleged filter migration and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 01/2021),g2,g3,h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that the filter perforated the small bowel and the patient experienced abdominal pain. The current status of the patient is unknown.